Event description:
It was reported that in the operating theatre, the anaesthetic pt was having an arterial line inserted preoperatively for an emergency procedure by an experienced quickflash user. The radial artery was punctured, flashback visualized, the guidewire was advanced with ease and the cannula was then fed easily into the artery. The doctor then retracted the guidewire slightly and the needle and the guidewire were then removed together as one. During removal, some resistance was felt and the guidewire was noted to be stretched. The arterial cannula was unable to be transduced, and the pt complained of pain so the cannula was removed. On visual inspection it was noted there was piece of guidewire lodged in the distal tip of the cannula. A bedside ultrasound was performed over the artery which showed no obvious traces of guidewire. The vascular team was consulted and no further reaction was deemed necessary. After the incident the pt was reported to have normal sensation and movement of the hand. A new arterial line was inserted on the other side. Bedside ultrasound was performed to ensure no remaining guidewire fragments were left in pt. A delay was reported, however, there was no add'l harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned.